Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - this lead was not capturing or sensing. The lead was explanted and replaced, but no explant date was provided and the lead was not returned for analysis.